Event description:
It was reported that the insulin pump gave a motor error alarm after being exposed to an MRI scan. Troubleshooting was performed, and no damage to the drive support cap was noted. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify other alarms due to the motor anomaly.